Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information notes that no sensing was also observed on the lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ICD implant procedure on nov 20, 2018, the physician implanted the atrial lead and connected the lead to the pacing analyzer using the standard alligator pacing cables. However, when the cables were connected, no signal appeared on the analyzer; instead only large-amplitude noise was seen on the channel. Another set of cables was opened, and again the atrial lead showed only noise. Both sets of cables were tested on the ventricular lead on both the "atrial" and "ventricular" channels of the analyzer with no issue. A new atrial lead was opened, and there was no issue displaying signals from this lead. The procedure was completed using the second atrial lead.